Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had blindness, cognitive issues, and the shunt setting changed with no known cause.